Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25128601, 25128692, 25129084 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation port broke off of the short port btt. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation port broke off of the short port btt. A replacement device was used to complete the procedure. The hospital did not report any patient effects.